Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an aborted shock due to post-sensed t-wave oversensing. Low r-wave amplitude measurement was also noted. Programming changes were suggested. Device replacement due to eri was planned.